Event description:
During a procedure the tip of the introducer fell into the patient and became stuck in the pulmonary artery. Surgery was performed to remove the piece and the patient was reported to be in satisfactory condition after the procedure.

Manufacturer narrative:
Ascent resterilized the complaint device through our open-but-unused process. The device was not returned to ascent for evaluation. This is the first complaint of this type that ascent has received and follow-up communication with the facility confirmed that there were no additional adverse consequences due to this device.